Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal crossing was performed without issue in an inferior/posterior position. A watchman access system (was) was positioned using a pigtail catheter and then a 27mm watchman laa closure device & delivery system (wds) was advanced. The device was deployed too distal and several partial recaptures and redeployments were performed prior to fully recapturing the device once it landed too proximal. A pericardial effusion check was performed and a pericardial effusion was noted to the right atrium. The patient had a slight drop in hemodynamics, but remained stable and the effusion was not worsening. The procedure continued and a new device was successfully implanted. The patient was then observed and the pericardial effusion reduced and rectified without intervention. The patient was stable and recovering well. The patient was discharged one day post procedure.